Manufacturer narrative:
Review of batch records indicate that the product was released according to specs. The info from the customer that they had complications with membragel was first reported to the MFR sales person on (B)(4) 2011 and was recorded in the salesperson's report of this date. However, the info was not passed on to the complaint handling officers until august 19, 2011, which is the date that the complaint was recorded and escalated to the product safety officer. This is the reason for the delay between the date received by MFR, (B)(4) 2011 and the date of this report, 09/14/2011. When evaluating the complaint file including the further add'l info provided by the customer on sep 7, 2011, the product safety officer determined this discrepancy. The MFR sales organization received a separate training on august 26, 2011 to address this issue.

Event description:
On (B)(6) 2011, surgery with use of membragel, 0.8 ml article number 070.101, batch z5930 and straumann bone ceramic, 0.4-0.7mm, 0.25g, article 070.203, batch y8040. Clinician reports on (B)(6) 2011, after using membragel and bone ceramic the pt had fistula, abcess and infecton discovered on (B)(6) 2011. Clinician reports that after consultation with another clinician, the clinician had to remove the membragel and augmentation material and redo the augmentation in the upper front area. The pt bleed strongly during the surgery. The clinician suspects that due to that a haematoma was formed which became infected.